Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2006 and left total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reports patient allegations of pain, bone/tissue damage, elevated metal ion levels and an adverse reaction to metal debris and that the patient¿s right hip was revised on (B)(6) 2013. The modular head was removed and replaced. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6), 2006 and left total hip arthroplasty on (B)(6), 2006. Patient's legal counsel further reports patient allegations of pain, bone/tissue damage, elevated metal ion levels and an adverse reaction to metal debris and that the patient's right hip was revised on (B)(6), 2013. The modular head was removed and replaced. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received in patient's revision medical records noted the right hip revision was due to elevated metal ion levels and noted the presence of heterotopic bone, thickened, yellowish, slimy tissue and corrosion on the trunnion. The modular head was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 4 MDR's filed for the same event (reference 1825034-2013-05470/05474).